Event description:
The customer reported that she was hospitalized approximately four weeks ago due to high blood glucose levels over 1000 mg/dl. The customer also experienced a stroke. The customer felt that the insulin pump is working as designed, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.